Manufacturer narrative:
A supplemental report is being submitted for a correction. Updated h11 and additional codes block. Additional products: d1: heartware ventricular assist system ¿ unknown dl cover d4: model #: / catalog #: / expiration date: / serial #: / UDI #: d9: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional product: unk-dl boot cover h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: a segment of the driveline cable associated with ventricular assist device (vad) (B)(6) was returned for evaluation. The driveline boot cover of an unknown lot number was not returned for evaluation. Review of (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. A review of the pump's device history record confirmed that the associated device met all requirements for release. A review of the driveline cover's inspection documentation could not be conducted since the lot number is unknown. There was no evidence that the driveline boot cover associated with (B)(6) had previously been serviced. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned driveline segment revealed that the device passed functional testing; the driveline wires maintained continuity and was able to connect securely to a test controller port. Visual inspection of the returned segment of the driveline cable, as well as on-site inspection and visual evidence provided by the site, revealed exposed wires and damage to the insulation of the black wire. Further inspection of the driveline cable revealed foreign material in the driveline connector. Log file analysis revealed two (2) electrical fault alarms logged on (B)(6) 2025 at 07:25:30 and 09:16:15 due to an overcurrent c ondition on the front stator, resulting in the pump running on a single stator (rear stator only). In addition, log files revealed one (1) high watt alarm logged on (B)(6) 2025 at 07:25:32 due to the increased power consumption required to run on a single stator. On-site inspection of the driveline boot cover revealed that the boot cover was worn out. As a result, the reported event was confirmed. A driveline splice procedure and driveline boot cover removal were performed to mitigate the reported conditions. A possible root cause of the wire damage may be attributed to handling of the device and/or wear over time without the outer sheath present due to prior damage to the driveline cable. The most likely root cause of the electrical fault alarms and high watt alarm can be attributed to damage to the driveline cable wires; several wires may have come in contact with each other, which would trigger a short circuit condition. The most likely root cause of the reported worn out boot cover may be attributed to handling of the device and/or wear over time. A possible root cause of the observed foreign material in the driveline connector can be attributed, but not limited, to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline associated with the ventricular assist device (vad) (B)(6) was not evaluated since patient consent was not received. The driveline boot cover of an unknown lot number was not returned for evaluation, as the device location is unknown. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. A review of the pump's device history record confirmed that the associated device met all requirements for release. A review of the driveline cover's inspection documentation could not be conducted since the lot number is unknown. There was no evidence that the driveline boot cover associated with (B)(6) had previously been serviced. Log file analysis revealed two (2) electrical fault alarms logged on (B)(6) 2025 at 07:25:30 and 09:16:15 due to an over current condition on the front stator, resulting in the pump running on a single stator (rear stator only). In addition, log files revealed one (1) high watt alarm logged on (B)(6) 2025 at 07:25:32 due to the increased power consumption required to run on a single stator. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed exposed wires and damage to the insulation of the black wire. On-site inspection of the driveline boot c over revealed that the boot cover was worn out. As a result, the reported event was confirmed. A driveline splice procedure and driveline boot cover removal were performed to mitigate the reported conditions. A possible root cause of the wire damage may be attributed to handling of the device and/or wear over time without the outer sheath present due to prior damage to the driveline cable. The most likely root cause of the electrical fault alarms and high watt alarm can be attributed to damage to the driveline cable wires; several wires may have come in contact with each other, which would trigger a short circuit condition. The most likely root cause of the reported worn-out boot cover may be attributed to handling of the device and/or wear over time. Additional product: additional product: d1: heartware ventricular assist system unk-dl boot cover d4: serial: unknown h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the ventricular assist device, an electrical fault message was visible on the screen display. The log files confirmed the electrical fault was due to a front over current trip. Servicing was performed where upon inspection, there was small damage about 1cm to the rear phase a black wire, due to an old outer sheath damage. The inner lumen was missing about 1cm from the connector. Additionally, the strain relief was missing. The pump was stopped as per procedure twice for about 10 seconds each, which the patient tolerated well. A dl cover removal was performed to replace the worn-down dl cover during a splice repair, which involved replacing the damaged portion of the dl with a splice dl cable. No patient complications have been reported as a result of this event.